Event description:
During primary hip replacement surgery, the patient's femur was fractured upon insertion of the femoral stem. The surgery was extended approximately 45 minutes due to the event.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.